Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in (B)(6) of peritonitis in patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11j19106 and h11i09140 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.